Event description:
The pump was returned for investigation. Investigation revealed that the pump¿s battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/26/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the keypad cover was found to be peeling off at the ok button. All of the keypad buttons responded appropriately during testing. Evaluation revealed that the battery compartment was cracked from the threads to the case seal. (B)(4).